Event description:
Ous MDR- after an implant duration of about 49 months, an impedance increase of >2600 ohm was reported. Only the pacemaker was explanted. We were informed that the lead remains implanted.

Manufacturer narrative:
Ous MDR.